Event description:
A (B)(6) female admitted via the emergency department with peripheral arterial disease and was taken directly to the operating room where she underwent left femoral popliteal bypass with suction thrombectomy and placement of a uni-sys catheter. During the procedure, approx 1 inch of the hydrophilic coating of the nitinol guidewire sheared off and was retained in the pt's polytetrafluoroethylene graft. At that point, the decision was made to leave the retained coating in place as removal would add to the pt's morbidity and risk of removal was greater. The pt evidenced no sequelae from the retained catheter tip and was eventually discharged to a skilled nursing facility on (B)(6) 2012.